Event description:
A malfunction was reported on the pump, and it displayed a non-resettable malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support resolved the issue by sending a replacement pump. Customer will continue to use insulin delivery through a backup insulin pump in the interim.